Event description:
It was reported that the casters were damaged and the load cell needed to be replaced. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Result - load cell.